Event description:
Patient enrolled into (B) (4) trail. Minor ischemic stroke reported. Eleven days post procedure, the study subject awoke and noted vision disturbance in the right eye. In the ER the nihss was 0. The patient was admitted and heparinized. Over the next 48 hours, the patient's vision improved. The patient was discharged on (B) (6), 2010. Please reference MDR 2183870-2010-00059 for the protege rx used in this procedure.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.